Event description:
Pt was getting out of bed with assistance. She used the IV stand for support and the support broke causing the pt to fall to the floor and hit her head. There is now attorney involvement.